Event description:
It was reported that a user experienced recurrent low blood glucose after a usual lunch meal announcement while using the ilet, with the user intentionally entering an inaccurate body weight due to concern that accurate weight would result in too much insulin, and after performing a factory reset the lows persisted. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included review of the report on file and user counseling to enter accurate weight and to consult their care team regarding weight adjustments. Investigation of this case revealed that the cause of hypoglycemia was unclear, with contributory factors including user-entered settings inconsistent with actual weight that could impact insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.